Manufacturer narrative:
The pump passed the active current test, displacement test and self-test. Unit failed to pass the sleep current measurement due to high currents. Successfully downloaded history files and traces using thump. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to moisture damage on pcba 1/ j6. Pump error 68 and pump error 49 and pump error 23 occurred on (B)(6) 2024 16:00--20:02 pump error 25 occurred on (B)(6) 2024 00:00--20:03 in history file. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case (battery tube), pillowing keypad overlay, stained serial label. Pump error 49 and pump error 68 pump 23 are not confirmed. Pump error 25 and unexpected battery power loss are confirmed due to due to moisture damage on pcba 1 j6 connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 49(history pointers failed. The history pointers are corrupted), pump error 23(post-reset ram crc alarm), pump error 25(this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running), pump error 68(trace pointers are invalid). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer reported receiving a power error detected alarm. The customer was able to clear alarm and complete the rewind. Explained how to resolve power error detected condition. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.